Event description:
A chest CT scan was performed several days postoperatively for follow-up in a patient treated with nv and bolheal. The scan revealed extensive adhesions throughout the pleural cavity. The attending physician inquired with the sales representative about why extensive adhesions had developed despite targeting localized inflammatory response at specific application sites. In response to the sales representative's answer, the physician provided additional information that the possibility of anaphylactic shock due to fibrin glue had been overlooked. The patient experienced significant hypotension and mild shock symptoms postoperatively, which were stabilized with norepinephrine administration. The drain was subsequently removed. No pleural effusion was observed, and the clinical course has been favorable. Management of ascites is planned going forward.